Event description:
It was reported that the customer was taken to the emergency room for high blood glucose of 395mg/dl. It was reported that the customer's blood glucose was running high since the day before her admission. It was stated that the customer remained on the insulin pump and began using manual injections, but the customer's blood glucose still was high. Troubleshooting was performed. Reviewed basals and bolus history. The alarm history showed an alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.